Event description:
Patient stated that they used to have a bipap machine for at night to use for their sleep apnea and that it was recalled 2-3 years ago because it interfered with their implant. Patient mentioned they got rid of the machine due to the electromagnetic field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt dentist just told the pt that they may be getting exposed to large doses of ems fields (ps understood emi). This is based on the pts tooth, the pts dentist was trying to figure out what was going on given that they were concerned of the pt being exposed at home to emi. Pt wanted to know the affects of ems (ps understood emi). Ps then reviewed emi and how it affects the ins to the pt. Pt noted they think 2 or 3 weeks ago the pt experienced extremely severe spasms in their leg where the ins was suppose to help control but it felt like there was no ins there. Pt still experienced spasms with epidural and fee tee (ps was confused). Pt noted their teeth were disappearing and their ins was impacted by some type of emi. Pt had got a compass cable a couple years ago and was also given this super charge modem which is good for so many things supposedly. Today pt will be purchasing a device to measure different ems (ps understood emi) around their home due to what their dentist told the pt. During call ps provided pt the link to medtronic website that discusses emi. Pt was going to start aquatic therapy and pt wanted to know what to watch out and if controller was waterproof. Ps reviewed. Ps walked pt through entering MRI mode and ps reviewed MRI guidelines.